Manufacturer narrative:
Further information was requested but not received. Event date is estimated to have been in (B)(6) 2023.

Event description:
During a remote follow-up, episodes of post-paced t wave oversensing due to fusion were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.